Event description:
After the case was finished and we were cleaning up the room, it was noticed that after solidifying the water in the warmer (drape was removed from the warmer ), there was standing water left in the bottom of the warmer. Md was notified of contamination of water on field. Upon inspection there was a hole found in the warmer drape used.